Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarm was not as loud at is has always been and had unexplained no delivery alarm. The customer's blood glucose value was unknown. The customer also reported that the backlight lost some of its brightness and rewind seem to last longer and insulin pump rejected new battery. The insulin pump will not be returned for analysis.